Manufacturer narrative:
Evaluation: the device was returned in a used condition with dried biological matter at the distal tip. During our leak testing, the red extension was found to be open; however, the yellow and blue lumens were occluded. It should be noted, the rupture was actually below the manifold assembly of the tubing. This type of damage may occur when the line has not been properly maintained. Catheter maintenance instructions are provided in our instructions for use booklet, and if followed should prevent this type of incident from occurring. We will, however, continue to monitor for similar situations.

Event description:
Patient had catheter placed. Mid-august, patient admitted to ICU in north bay with suspected septicemia. Nurse administered medication via catheter, and discovered a leak. The line was clamped, and a crack in one of the lumens was noted. Catheter was removed in ICU. Patient was later transferred to another facility, where a double lumen catheter was inserted.